Event description:
A patient specific prescription form was submitted for patient's right total femur. Diagnosis is "femoral fracture". Update: "periprosthetic fracture - penetration of cortical bone. Patient`s general activity levels is limited and no increased activity level led to this event, just poor quality of cortical bone."

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture of the femur involving a jts distal femur was reported. The event was confirmed by medical review. Methods and results: product evaluation and results: not performed as no items were returned. Clinician review: x ray review: a review of the provided x-rays by a clinical consultant indicated the implant in situ was for a jts distal femoral replacement which was inserted in (B)(6) 2017. The surgeon has now reported that the implant has been fully extended, but there is a periprosthetic fracture. The CT scan provided showed that the implant has been extended by 70mm, which has reached to its maximum capacity of 70mm and the tip of the femoral stem has penetrated through the lateral cortex of the femur in which the bone has been perforated. The above radiographic observation has confirmed the reason for revision. Product history review: review of the product history records indicate enter 1 device was manufactured and accepted into final stock on 22 may 2017 with no reported discrepancies. Complaint history review: there have been 4 other events of periprosthetic fracture associated with the jts, distal femur. Conclusions: the periprosthetic fracture was confirmed by x-ray review and the rep stated" the periprosthetic fracture was not due to any increased activity levels, but rather due to poor quality of cortical bone. However, to confirm the exact cause of the event further information such as the primary operative report, detailed patient history, follow up notes, as well as device return is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
A patient specific prescription form was submitted for patient's right total femur. Diagnosis is "femoral fracture".